Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/20/2025, it was reported that the user experienced low blood glucose of 56 mg/dl after dinner. The user had announced a meal while already low, which contributed to the event. The low was corrected with cookies and lemon drop candies. The user was educated on the 15¿15 rule, when to announce meals, and use of glucose tabs. No external assistance or medical intervention occurred.